Event description:
An olympus representative reported on behalf of the customer that the ceramic tip broke when it hit the ground during transport. The patient was not under sedation. There were no reports of patient or procedure involvement, or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of broken ceramic tip was confirmed. It was also noted the sealing ring was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction could be improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). Also, the worn sealing ring is likely attributable to frequent use and poor maintenance. A worn sealing ring is highly likely to cause the inner sheath to leak. The event can be prevented by following the instructions for use which state: corresponding warnings in the IFU: ¿4 before use: warning. Infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product. Visually inspect the product. Make sure that it has: - no corrosion. - no dents. - no scratches. - ceramic insulation at distal end. - visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.